Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button of the insulin pump had press several times to engaged. The customer¿s blood glucose level was unknown. Customer stated that battery life diminished and rejected new batteries. Customer also stated that insulin pump pieces did not fall into reservoir chamber and crack on reservoir window as well as unexplained random no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked reservoir tube window corners noted. The test reservoir p-cap was able to lock in place. Device received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked connector on lcd board noted. Unable to verify no delivery alarm or battery last less than expected. (B)(4).

Manufacturer narrative:
Device received with cracked reservoir tube window corners noted. The test reservoir p-cap was able to lock in place. Device received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked connector on lcd board noted. Unable to verify no delivery alarm or battery last less than expected. (B)(4).